Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms and loss of capture (loc). No report of asystole greater than two seconds was observed. A revision procedure was performed. The rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.